Manufacturer narrative:
Received one used list# 886-42584-05, transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. Lot# 4977876. The reported complaint of tubing detached from 3-way stopcock was not confirmed on the returned set. However, the pvc tubing was received separated from the winged male luer. An image was provided by the customer showing the involved product. During visual inspection, the pvc tubing was received separated from the winged male luer. When the tubing pocket was microscopically examined, insufficient solvent coverage was observed on the tubing. The probable cause of the disconnection had occurred due to insufficient solvent applied on the pvc tubing during assembly process. The reported complaint of tubing detached from 3-way stopcock was not confirmed. A lot review was performed and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a transpac IV monitoring kit that the customer reported the tubing detached from the 3-way stopcock. There was no patient involvement.